Event description:
Medtronic cardio vascular received info that this trillium affinity nt hollow fiber oxygenator had to be changed out during a bypass procedure due to low pt pressure of oxygen, high partial pressure carbon dioxide, with high line pressure shortly after second administration of cold cardioplegia. Line pressure was measured between the oxygenator and arterial line filter. The device was changed out and replaced with another oxygenator, with similar results. The procedure was completed without adverse pt effects with the replacement device. Near the end of the case an unexplained 1 liter of blood was returned to the reservoir. Noteworthy, was the pt's starting platelet count of 318, with large platelet size.

Manufacturer narrative:
(B) (4). Results: device history review has not been completed yet. Conclusion: device history review has not been completed yet. The cause of this event cannot be determined at this time. Analysis: visual inspection showed no outward signs of physical damage or abnormalities. The unit was cleaned, which did not completely remove the blood staining that was observed when received. Performance analysis demonstrated gas transfer results ran slightly below historical range. Oxygen transfer was 335 ml/min historical, 365 ml/min, carbon dioxide transfer was 202 ml/min historical, 285 ml/min. Blood side pressure drop was within range at 114 mm/hg, specification is less than 124 mm/hg. Conclusion: device history review has not been completed. No conclusion can be drawn at this time as to the cause of the below range gas transfer performance of this oxygenator. Once additional info has been provided, this event will be updated, and a supplemental report will be filed.